Manufacturer narrative:
The insulin pump had moisture damage to the electronic assembly. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(4).

Event description:
It was reported by the customer that the insulin pump was exposed to moisture. Customer stated that they had jumped into a swimming pool while attached to the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 161 mg/dl at time of reporting. Nothing further reported.